Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: contamination due to speck(black dot) found inside container after opening item in or probable root cause: - manufacturing/assembly error - incorrect or inadequate packaging - severe shipping conditions - user error. The device manufacture date is not known.

Event description:
It was reported that there was a foreign body inside the sterile packaging.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a foreign body inside the sterile packaging.